Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem) and g3 (date received by manufacturer).

Event description:
Edwards received notification that a patient with a 3300tfx21mm valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of approximately six (6) years and five (5) months due to severe stenosis. As reported, echo showed significantly elevated gradients (39mmhg, ava 0.8cm2) indicating severe stenosis. The patient had no calcification, no leaflet thickening and no thrombus seen on CT/echo. The patient presented with limiting shortness of breath at low workload but no chest pain and there was no evidence of ischemia or ECG changes during the stress echo. A transcatheter heart valve was implanted within the edwards surgical valve. Patient was discharged home after the reintervention.

Event description:
Edwards received notification that a patient with a 3300tfx21mm valve implanted in aortic position has been scheduled for a valve-in-valve procedure after an implant duration of approximately six (6) years and one (1) month. As reported, echo showed significantly elevated gradients (39mmhg, ava 0.8cm2) indicating severe stenosis. The patient had no calcification, no leaflet thickening and no thrombus were seen on CT/echo. The patient presented with limiting shortness of breath at low workload but no chest pain, there was no evidence of ischemia or ECG changes during the stress echo. The patient was noted as to be in stable condition.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (health effect-impact code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 3300tfx21mm valve implanted in aortic position was showing on echo significantly elevated gradients (39mmhg, ava 0.8cm2) indicating severe stenosis after an implant duration of approximately six (6) years and one (1) month. The patient presented with limiting shortness of breath at low workload. The patient outcome was noted as to be under treatment. No procedure was planned yet at this stage.

Manufacturer narrative:
H10. Additional manufacturer narrative: 3mensio report was received and reviewed. 3mensio report details a carpentier- edwards perimount in the aortic position. It is not possible to comment upon root cause. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.